Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that she obtained inaccurately high control solution results when testing with her onetouch verioiq meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that ¿four days¿ prior to contacting lifescan she obtained a result of ¿159mg/dl¿ on the subject meter when performing a control test. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the issue however stated that on (B)(6) 2015 at 11:30am, she visited her doctor¿s office, where she had her blood glucose tested, obtaining a result of ¿over 500mg/dl¿. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and the correct control solution was being used. Neither the strips nor control solution had expired. Replacement products were sent to the patient. This complaint is being reported because the patient developed signs suggestive of a hyperglycemic event after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.